Event description:
It was reported that the pump touch screen was cracked and unreadable. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer did require assistance due to bg level. The 3rd partyadministered a manual injection to address their bg. The customer reverted to an alternate method insulin therapy.